Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 13 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 14 malfunction events, where it was reported the devices experienced cot height cannot be adjusted or the fowler is stuck in a raised position. There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
Upon evaluation of the final device, it was determined that the device was experiencing an inability to engage the cot in the fastener, which is not reportable.

Event description:
This report summarizes 13 malfunction events, where it was reported the devices experienced cot height cannot be adjusted or the fowler is stuck in a raised position. There was 1 event with patient involvement; no adverse consequences were reported.